Event description:
It was reported by service report that the power pro has a fowler cylinder leaking and the fowler is unable to support pt weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.